Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) was dispatched to the account and found the high concentration waste peristaltic pump tubing leaking, which shorted out the main power supply on the architect c4000 analyzer. Both the architect c4000 main power supply (part number 7-205174-02) and peristaltic head tubing (part number 7-202464-01) were replaced and the analyzer was returned to normal operation. Investigation of the customer issue included a review of the complaint text, a review of photographs of the affected parts, a search for similar complaints, a review of labeling, and a review of instrument service. The fse provided four file images that confirm charring on a localized area of the power supply. Architect serial number (B)(4) service history, including annual preventive maintenance, was reviewed and no contributing factor on or around the date of the event was found. There were no subsequent reports of smoke/burn issues with the new main power supply after the part was replaced. Historical complaint data was reviewed. No adverse trend was identified for the issue. Product labeling was reviewed and was found to be adequate. The issue was resolved through standard troubleshooting procedures. The complaint investigation for the architect c4000 main power supply and peristaltic head tubing does not indicate a deficiency of the product nor a malfunction as the fse determined the issue was caused by fluid leakage from the peristaltic head tubing which was worn out from normal use. Based on all available information, the analyzer performed as intended.

Event description:
The customer observed smoke from the architect c4000 analyzer. The customer stated instrument error code 5517 (backplane +12v fuse blown) occurred, they smelled a burning odor and observed smoke at the bottom left side of the analyzer. The instrument was then powered off. No fire or injury was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code in section h6 was corrected.